Manufacturer narrative:
1. Summary of investigation results: as the sample was not available, the cause of the event could not be determined. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. 2. Summary of follow-up/corrective actions taken: the sample was requested for investigation; however, no sample material is available for further testing. 3. Device returned to manufacturer? No 4. Device labeled "for single use?" No. 5. Device reprocessed and reused? No.

Event description:
1. Describe the event: there was an allegation of questionable results for 1 patient tested for elecsys ft3 iii on a cobas e 801 analytical unit compared to the mindray method. 2. Patient age range: 11 years 3. Patient weight range: asku 4. Patient sex breakdown: male 5. Patient race breakdown: asku. 6. Patient ethnicity breakdown: asku.